Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient became septic. The implantable cardioverter defibrillator (ICD)  system was explanted and replacedafter treatment. No further patient complications have been reported as a result of this event.